Event description:
It was reported that this right ventricular (rv) lead exhibited a lead safety switch (lss) due to high out of range pacing impedance measurements the rise in impedance appeared to be gradual, beginning a year prior. Sensing adjustments were performed. No adverse patient effects were reported. This rv lead remains in service.

Manufacturer narrative:
At this time, no further information is available. Should additional information become available this report will be updated.

Manufacturer narrative:
At this time, no further information is available. Should additional information become available this report will be updated.

Event description:
It was reported that this right ventricular (rv) lead exhibited a lead safety switch (lss) due to high out of range pacing impedance measurements. The rise in impedance appeared to be gradual, beginning a year prior. Sensing adjustments were performed. No adverse patient effects were reported. This rv lead remains in service. Additional information indicated that this rv lead had a fracture. As a result, it was surgically abandoned and successfully replaced. No additional adverse patient effects were reported.